Manufacturer narrative:
The investigation has been started, results will be provided within the follow-up report.

Event description:
It was reported that the device did a reboot. It could not be excluded that a patient was involved during this reboot. However, no patient injury has been reported.

Event description:
It was reported that the device did a reboot. It could not be excluded that a patient was involved during this reboot. However, no patient injury has been reported.

Manufacturer narrative:
The device was examined by the dräger service and the pba m48.3 was sent in for further investigation. A functional testing and ram memory stress testing of the returned pba m48.3 was performed. These tests reviled a ram memory malfunction in the periphery of the microprocessor up1 of the returned pba m48.3. That persistent hardware malfunction caused consecutive restart sequences of the ventilator which could not be completed successfully. The safety software analyses and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the display unit (ecd) to reset the system to a specified state. During restart sequence the ventilation is temporarily interrupted, and the safety valve is opened to the ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activated secondary acoustic alarm (piezo speaker of the ventilation unit). The device preforms a maximum of three restart sequences. In case alle three restart sequences are unsuccessful, a failure screen will be displayed, and the safety valve will remain opened to ambient with accompanying secondary acoustic alarm. The pba m48.3 including usd card were replaced by the dräger service which solved the reported issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.